Manufacturer narrative:
Further information was requested, but not received.

Event description:
During an in clinic follow up, episodes of noise resulting in oversensing and inappropriate mode switching were noted on the right atrial (ra) lead. Provocative testing was performed and no anomalies were observed. No further intervention has been performed. The patient was stable and will continue being monitored.